Manufacturer narrative:
The patient code is being updated. The previously reported code (B)(4) no longer applies.

Event description:
Additional information received reported from a healthcare provider (hcp) via a manufacturer representative. It was reported that the hcp did not believe that the altered mental status was related to the pump. No subsequent actions/interventions were taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (60 mg/ml at 36.047 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was admitted to the hospital and there was an issue with the patient's status. Additional information was received on 13-jul-2016 from an hcp via a company representative and it was reported that the patient was hospitalized with acute mental changes. A psych evaluation was performed and it was normal. The hcp and patient's family were questioning whether the devices or therapy were potential causes for the symptoms. The pump was interrogated and no motor stall or other messages were noted. The pump appeared to be working properly. The patient's pump managing physician was out of the country until tomorrow and would be seeing the patient next tuesday for a scheduled refill at which time the reservoir volume would be checked and a possible catheter patency check as well. Additional information was received on 14-jul-2016 from initial reporter and it was reported that the patient had started with altered mental symptoms similar to opioid withdrawal at the beginning of (B)(6). The patient had been hospitalized at that time and released and was now in the hospital again. The pump was interrogated on (B)(6) 2016 and everything was functioning normally and there were no issues with the pump. The read-out said that there were 9 ml left in the pump and the patient was scheduled for a refill later in july. They had taken the patient off all other oral medications and the patient had been improving since then. This hcp had no addition information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.